Manufacturer narrative:
(B)(4).

Event description:
A health care professional reported a consumer's implantable neurostimulator (ins) battery was not working and was having an MRI for the neck, left shoulder, and lower back pain. The procedure was noted to be related to the device or therapy. Follow-up was being conducted to obtain clarification of the reported event. If received, this event will be updated. Indication for use included spinal pain.